Manufacturer narrative:
(B)(4).

Event description:
It was reported p-wave oversensing episodes were observed due to crosstalk. Visual inspection found no damage on the lead. No further information is available.